Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014). The lay user/patient¿s meter has been returned on 09/24/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings:the meter passed all testing with no faults found, the primary complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(4) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The technical service representative contacted the patient to obtain and clarify information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient experienced the symptoms of shaking, dizziness and blurred vision. The patient contacted her hcp for assistance/advice, and was advised to consume food and soda, which she did. The patient manages her diabetes with insulin taken on a sliding scale. On (B)(6) 2014 the patient obtained the blood glucose reading of 96 mg/dl on the reported meter and a laboratory result of 74 mg/dl within 10 minutes. It would have been helpful to determine if the patient felt better after consuming the food, if she tested her blood glucose level with the reported meter while symptomatic and what that result was, her blood glucose readings and insulin doses taken prior to the onset of symptoms. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event not provided.